Event description:
It was reported that the patient developed an infection. In addition the right ventricular lead had oversensing. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, there was exposed defibrillator coil with a white substance, there was blood in/on the helix mechanism (sleeve head), there was apparent explant damage and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.